Manufacturer narrative:
Product complaint # (B)(4). Additional information: h10 related report name. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
And absorbable hemostat was used. Around two to three months post-op there has been an one patients had calcification around the site where they used the product. They have been using the product to fill in the dead space after they bring down the bladder neck. They have not had this issue before and think the absorbable hemostat could be causing it. They are currently using the absorbable hemostat with saline and not thrombin. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). F10. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. How much surgiflo was used in the patient? 2. For which indication was surgiflo used? 3. How many patients were septic post-op (exact number and identification such as age or gender) ? 4. Please describe the event for each patient (what devices were used, when did the septic event happen etc.) 5. What treatment did the patient(s) get for the calcification? 6. Why does the surgeon suspect surgiflo to be involved in the event? Please elaborate. 7. What is the date of index surgical procedure? 8. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 9. Was there any intraoperative concurrent use of other products? 10. What is the lot number? 11. Has any surgical or medical intervention been performed? 12. What is the users experience w/ surgiflo? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.